Manufacturer narrative:
The device will not be returned to the MFR for evaluation.

Event description:
It was reported that the drill advanced beyond the anterior portion of the l5 vertebral body. The product itself did not fail. This occurred during a l5 kyphoplasy and occurred when the doctor was advancing the drill inside the ivas needle. There was no back up available. The pt was given a CT scan. The procedure was ultimately cancelled due to the event.